Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced. During the evaluation, the upstream sensor had low fluid numbers and would not return to a fluid state. The failed upstream sensor was replaced.(B)(4)

Event description:
During baxter's evaluation of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.